Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous and superficially moderate calcified left anterior descending artery (lad). A non-bsc balloon was advanced to the lesion site and ruptured at six atmospheres (atm) during the first inflation. A 10mmx2.50mm wolverine coronary cutting balloon was advanced to the lesion and ruptured at 4atm during the first inflation as well. The physician was able to successfully dilate the lesion with another non-bsc balloon and the procedure was completed. No complications were reported,and the patient's condition was good post procedure.